Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. Customers blood glucose value was 600 mg/dl at the time of incident. Customers current blood glucose value was 200 mg/dl. Customer did not experienced symptoms due to high blood glucose. Customer had been using the insulin pump system within 48 hours of reported high bg event. The auto mode feature was active. No further patient complications were reported. The device will not be returned for analysis.